Event description:
Pt admitted to op surgicenter for removal with exchange of ruptured implant. No info available concerning MFR or model number. Implanted in another area by another physician over 10 years ago.